Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they had a seizure while they were sleeping due to a low blood glucose (bg) event. The patient stated that they were able to get out of the seizure by themselves. The patient's sister gave the patient (B)(6). After the patient drank the (B)(6), their bg reading was 28 mg/dl. It was indicated that the patient was unable to calibrate their system due to their bg reading being below 40 mg/dl. There was no bg reading taken before or during the patient's low event because the patient was asleep. The patient calibrated their system 2 hours after the event. Their cgm reading was 223 mg/dl and their bg reading was 187 mg/dl. Additionally, it was reported that the paramedics or emergency personnel were called. At the time of contact, the patient was doing good. No additional patient or event information is available.data was provided for review. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data.